Manufacturer narrative:
Product ID 3887-33 lot# j0104109v serial# implanted: (B)(4) 2001 explanted: (B)(4) 2018 product type lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the patient¿s weight was unknown. There was no a specific issue identified with the lead which was noted. All impedances were within normal range, but stimulation could not be induced. The surgery date is unknown; however, it was noted that the patient intends to discard the leads when the surgery occurs. Manufacturer's records indicate that both the lead and implantable neurostimulator were replaced on (B)(4) 2018. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3887-33, lot# j0104109v, implanted: (B)(6) 2001, product type: lead. Other relevant device(s) are: product ID: 3887-33, serial/lot #: j0104109v, ubd: 01-mar-2005, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain and rsd/causalgia - complex regional pain syndrome. It was reported that the patient wanted the ins checked because they thought that it was dead and at end of service (eos) as they were no longer feeling stimulation. The patient indicated the loss of stimulation was gradual as opposed to a sudden loss of stim. The rep said the battery life says ok and the voltage was at 2.8v. The rep increased amplitude for current programming to 10.5v and the patient wasn't feeling anything. The rep activated all 4 contacts on the lead at 450 pw, 15 rate, with ++-- configuration and the patient barely felt stimulation at 10.5v. The rep switched polarity of the leads and the patient barely felt stimulation at 10.2v. The rep provided following impedance measurements (ohms): ref 12 1893, 2137, 276, ref 13 1898, 675, 855, ref 14 2137, 675, 710, ref 15 2276, 855, 710. Group impedance at 10.2v, 450 pw, 15 rate showed 495 ohms, 19.979 ma. No falls or trauma were said to be related to the issue. No further complications were reported. Additional information was received from a manufacturer representative (rep) on 2018-nov-06. The cause of the patient not feeling stimulation was not determined. When they lit up all 4 electrodes and pushed it to 10.5, the patient barely felt stimulation. A battery replacement and lead revision will occur. The issue has not yet been resolved. This information was confirmed with the patient/physician. No further complications were reported/are anticipated.